Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check, but no issues were identified. The customer replaced pump supplies as necessary and continued insulin therapy.